Manufacturer narrative:
Device evaluation: one medfusion 4000 pump was returned for analysis. Visual inspection performed, and product with top case cracked/chipped by the front right bottom corner, cracked right plunger case and battery door. No visible contamination. Event history log review was performed and found evidence of reported problem. Visual inspection and syringe test were performed. The customer reported issue was duplicated using testing. According to the investigation the pump q1 broken off from the board, plunger board also came loose off the glue. Investigators replaced the pump plunger board and performed self-test and syringe test which all passed. The problem source of the reported problem is the device design.

Event description:
Information was received indicating that this smiths medical medfusion 4000 pump exhibited plunger error. No adverse effects reported.